Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device/ migration of essure device location of device: unknown/ failure to occlude (close) fallopian tube(s)") and genital haemorrhage ("heavy and irregular bleeding") in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: birth control pill. In 2009, 3 months 4 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain. In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant). In september 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On 18-sep-2009, the patient had essure inserted. On an unknown date, the patient experienced procedural pain ("she was in excruciating pain during insertion of the device"). The patient was treated with surgery (21-dec-2009 pelvic surgery, 22-jan-2010,hysteroscopic essure removal right,bilateral tubal ligation). Essure was removed on 22-jan-2010. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea and procedural pain outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, genital haemorrhage and procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 21-dec-2009: failure to occlude (close) fallopian tubes. On an unspecified date, patient's pregnancy test was negative. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received.reporters added. Patient's demographics and essure indication was updated. Laboratory data added. New event dysmenorrhea (cramping) and she was in excruciating pain during insertion of the device added. Event "migration of the essure device" updated to "migration of the essure device/ migration of essure device location of device: unknown/ failure to occlude (close) fallopian tube(s)". On 22-jan-2010,hysteroscopic essure removal on right, bilateral tubal ligation. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2009, 95 days before insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and genital haemorrhage ("heavy and irregular bleeding"). On (B)(6) 2009, the patient had essure inserted. The patient was treated with surgery (on or about (B)(6) 2009, she underwent a pelvic surgery to try and alleviate the symptoms). At the time of the report, the device dislocation and genital haemorrhage outcome was unknown. The reporter considered device dislocation and genital haemorrhage to be related to essure. Company causality comment. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.